Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image during set up / inspection for use (during set up in room / before patient in room). There was not patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.